Manufacturer narrative:
Additional information received indicated the cause of death was cardiac arrest due to coronary artery disease. Additional information received included a carelink report indicating the patient had multiple episodes of arrhythmia's in the two and one half months prior to death and received therapy multiple times. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model.

Manufacturer narrative:
Additional information received included a carelink report indicating the patient had multiple episodes of arrhythmia's in the two and one half months prior to death and received therapy multiple times. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model.

Event description:
An attorney alleges that the patient was deceased and "had a faulty pacemaker and for a year often complained of the sensation of electrical shocks being sent to his brain. The shocks caused" the patient "to pass out." Further alleges the patient had a "defective" defibrillator that would "shock his brain instead of his heart, shocked" the patient "every day", the patient would then lose consciousness and be revived by voice, water to face or tapping. Further reported that patient fell one time and hit "head open".